Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported putting battery into the defib. Battery is not recognized and it wont hold a charge. Customer tried battery test. It keeps getting battery error message saying" please insert battery". Did operational check and wouldn't pass. There was no reported patient involvement.